Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged snare was confirmed and it appeared that the snare was damaged during use. One feeding snare was returned for investigation. A 6.5cm segment of tubing just distal to the tip of the white handle was crumpled. Holes were found in a linear direction in the crumpled section of tubing. It appears that the holes were created when the tubing was crumpled over the snare wire. The abrasion of the wire against the tube most likely damaged the tube. A functional test of the snare revealed nothing remarkable. The wire was advanced and retracted through the snare tube without creating additional damage. It was reported that the snare was not inserted through the endoscope channel smoothly and the snare was damaged when the wire was forcefully pushed. Due to the report of complications during use and since a functional test of the returned device revealed no problems, it was determined that the device was damaged during use.

Event description:
It was reported that the snare wire was not inserted through the endoscope channel smoothly, and when the doctor pushed the snare wire in the endoscope channel forcefully, the snare wire became damaged. No patient injury reported.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned yet.

Event description:
It was reported that the snare wire was not inserted through the endoscope channel smoothly, and when the doctor pushed the snare wire in the endoscope channel forcefully, the snare wire became damaged. No patient injury reported.